Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 432 mg/dl. Customer stated that they noticed blood on sensor, however the site was not actively bleeding. Customer stated that the sensor fell off. Customer declined for troubleshooting. Customer also experienced low blood glucose but they were not hospitalized. Customer stated that the sensor had change sensor alert. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.